Event description:
Caller reported aviva plus system blood glucose results on (B)(6) 2013: 3:03pm 422 mg/dl 3:05pm 201 mg/dl 3:15pm 98 mg/dl 3:21pm 416 mg/dl 3:25pm 140 mg/dl in addition, he reported comparing his aviva system to a professional meter of unknown type on (B)(6) 2013 with results of 422 mg/dl on his meter and 127 mg/dl on the professional meter within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.